Manufacturer narrative:
The third party service provider evaluated the device and verified the reported issue. After replacing the ui to stack flex assembly cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device would intermittently not boot-up. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would intermittently not boot-up. There was no patient use associated with the reported event.

Manufacturer narrative:
The device has not been returned to physio-control for evaluation. The third party service provider was contacted numerous times for more details, but no response appears to be forthcoming. The reported issue could not be verified and the cause of the reported issue could not be determined.

Manufacturer narrative:
Section e1 initial reporter postal code of the initial medwatch report was blank. Section e1 initial reporter postal code of the initial medwatch report should indicate: (B)(6).

Event description:
The customer contacted physio-control to report that their device would intermittently not boot-up.there was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would intermittently not boot-up. There was no patient use associated with the reported event.